Manufacturer narrative:
The customer was not able to provide the lot or model number which determines the 510k number. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube was found to have a significant rupture of the balloon. The patient developed rapid atrial fibrillation and worsening hypoxemia. It was reported that the endotracheal tube (ett) had a leak. It was reported that the endotracheal tube was removed from the patient and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.